Manufacturer narrative:
The insulin pump received was unable to perform the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery due to complete broken reservoir tube lip noted and also received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, missing reservoir tube o-ring, cracked case display window corner, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked case reservoir tube window corner. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Event description:
Customer reported via phone call that insulin pump had reservoir ring and battery compartment. Customer's blood glucose value was 279 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.